Manufacturer narrative:
The customer rebooted the device and subsequently canceled the service call.

Event description:
The customer reported the device is having problems with the spo2 being stuck on 0%. The device was in clinical use at the time of the event but no adverse event involving patient or user was reported.